Event description:
On 09/07/1999, the facility's or supervisor informed the MFR's sales rep of the following: the distal tip of the device catheter broke off. As a result the device and catheter were removed on 08/23/1999. The device is scheduled to be returned to the MFR for analysis. No further details were provided at this time.